Event description:
Reporter stated that a nurse found her unconscious and obtained a result of 422 mg/dl using the compact plus system at 5:18 pm. Reporter stated the nurse gave her 20 units of novolog at 5:21 and when the emts arrived, they treated the customer with orange juice and an IV which she believes had sugar in it. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.